Event description:
Additional information was received that approximately a year later there was another undersensing event. Boston scientific technical services (ts) was consulted and upon review found that over the last five months the patient has had a very fine ventricular fibrillation (vf) which has been intermittently undersensed leading to diverted shocks which delayed therapy for six seconds. It was noted that the device is currently programmed to a single zone at 205 bpm. Ts discussed that the rv sensitivity is programmed to .15 millivolts which is the most sensitive setting. The field representative contacted the clinic and found that they reprogrammed the device with a second zone of 170 bpm as there were some rates below 205 bpm. At this time the implantable cardioverter defibrillator (ICD) remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in office interrogation, the medical personnel noted an event from five months earlier where there was right ventricular (rv) undersensing. The patient noted that he experienced syncope at the time of the event and went to the hospital. The clinician increased the rv sensitivity from 0.6 millivolts (mv) to 0.15 mv. The patient was scheduled for a follow-up visit, but did not show up. The rv lead remains in service and no adverse patient effects were reported.